Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event the following day. On an unreported date, the patient began treatment with intraperitoneal (ip) injection of vancomycin 1 gram stat and intravenous (IV) injection of tazact 4.5 gram twice a day (duration not reported). The cause of the peritonitis was unknown. It was reported that dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that the patients catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).